Manufacturer narrative:
Product ID 39565-30 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an estimated replacement indicator (eri) message appeared on the patient's device screen, as well as noted changes in her therapy. The patient reported having diathermy/ therapeutic ultrasound. The patient was redirected to her health care provider. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.